Event description:
Procedure: lap gastric bypass. Reportedly, the staples on the inner rows of the sulu did not form properly and there was damage to the tissue. The doctor had to oversew the staple line to correct the problem and patient was reportedly doing fine post procedure.